Event description:
It was reported that there was no tidal volume and no breath cycle while the ventilator was connected to a patient. The ventilator was replaced with another ventilator. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The investigation consists of a device log evaluation and information received from our sales and service unit. A maquet field service engineer (fse) was dispatched to investigate. No issues or technical errors in device logs were found. No parts were replaced. Several pre-use checks were performed and the unit passed all functional and safety tests per factory specifications. The unit was cleared for clinical use. Evaluation of received device logs was performed. Several alarms for expiratory minute volume low and inspiratory flow overrange were found in the event log on the date of event. The ventilation mode was simv/prvc + ps simv rate 25 b/min. However, no technical errors from the date of event was found in the tech log. The ventilation was however continued until (B)(6) 2016 at 07:18 am when the ventilator was set to standby. Alarms were generated on and off during the whole ventilation period. The conclusion based on the ventilator log files is that there is no indication of a ventilator malfunction. The root cause of the reported issue cannot be determined.

Event description:
(B)(4).